Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009. According to the complainant, there was no power to the probe when plugged in. The physician completed the procedure with another of the same device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
Device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).